Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (10) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0034852. Customer states that there is significant variability of where the 0 or start line marking is. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 0034852. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200874976] noted for missing print. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 0034852. It was reported a lot of the 6mm syringes with a significant variability of where the 0 or start line marking is. Stated the scale line markings are not equal on all of the 6mm syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 0034852. It was reported a lot of the 6mm syringes with a significant variability of where the 0 or start line marking is. Stated the scale line markings are not equal on all of the 6mm syringes.